Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) measured high bipolar impedance on the right ventricular (rv) channel. The device was reprogrammed and revised. Device revision confirmed a suspected set screw issue. The set screw was not cinched properly to the rv lead. The set screw was then properly cinched with a torque wrench to the rv lead. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.